Manufacturer narrative:
The investigation is in progress. A root cause has not been identified. (B)(4).

Event description:
Nurse reported that the vitrectomy probe did not work during a vitrectomy procedure. After changing the probe, the surgery was completed successfully.